Event description:
It was reported that in a bilateral mtp (metatarsal-phalangeal) fusions and revisions procedure, the surgeon removed the previously implanted hallufix plate and implanted a new hallufix plate, one c plate and one s plate. During the surgery, it was reported that when the cannulated screwdriver (product ID: (B)(4)) was used to screw in the snap screw, one of the prongs broke. No pt injury or significant delay in surgery was reported. The surgeon used another screw driver tip ((B)(4)) to attach the plate. Surgery proceeded as expected. Additional clinical info will be requested.

Manufacturer narrative:
It is unk if the device involved in the reported incident will be returned for eval. Investigation has been initiated based upon the reported info.